Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed persistent restart alarm 36 indicating an invalid hall sensor state, and the device was restarted without resolution, consistent with a failure to infuse associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed an electrical or electronic component problem consistent with a component failure related to the motor, aligning with the reported invalid hall state and infusion failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.